Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient ((B)(6)) was implanted with a 244-22-11-inserto tib ps hi-flex 2, 11mm, serial number (B)(6) on (B)(6)2012. The insert was manufactured on 2/4/2011 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 2/4/2011 and was 0.95550992470910334 years shelf age at the time of implant. Pending revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomittants: 204-04-23 - bandeja tib quilla trap cementada 1f/3t, 2f/3t 2095551. 204-34-04 - vastago ext. 14x40mm 1903080. 204-70-00 - tornillo fijacion vástago a tibia 2149142. 244-02-02 - comp. Femoral asimetrico cementado hf ps nº2 izq. 2073378. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: the prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, malalignment between the femoral and tibial components, and/or being implanted for over 11 years. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided.